Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 6 months, 14 days was explanted due to recurrent endocarditis with moderate stenosis, aortic root abscess involving the fibrous skeleton, and degenerated right coronary leaflet. The device was replaced with a 21mm 3300tfx valve. The patient was discharged on pod#20. Per medical records, the patient presented with pantoea agllomerans and enterococcus bacteremia, recurrent endocarditis with new septic emboli to the brain, and lle. Tee showed vegetation on the bioprosthetic aortic valve and aortic root, and aortic root abscess. Intraoperatively, the aortic valve had completely dehisced from the left/noncoronary commissure to the right/noncoronary commissure. There was a large, golf ball-sized abscess beneath the left main coronary artery that involved and separated the mitral annulus was separated from the aortic annulus. The aortic valve was excised. The abscess was debrided and the involved fibrous skeleton was also resected. The mitral valve was replaced with a 27mm non-edwards valve. The aortic valve was replaced with a 21mm 3300tfx valve which was secured to a newly created aortic root fibro-skeleton. Postoperative echo showed no evidence of pvl in the aortic or the mitral valves. The patient was transferred to sicu postoperatively where he received a ppm for a chb. The patient was discharged on pod#20

Manufacturer narrative:
Device not returned, endocarditis present. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Corrected data: based on the new information received, this event is no longer considered reportable.

Manufacturer narrative:
At this time, the device has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 6 months, 14 days was explanted due to unknown reasons. The device was replaced with a 21mm 3300tfx valve. Patient post-operative sent to surgical intensive care unit. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.